Event description:
It was reported to philips that the geometry movements were not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the planned procedure, which was aborted and successfully completed using an alternative system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. Upon troubleshooting, fse found that there were no geo movements, and power supply was missing from the 2ny device at the bottom of the cabinet. To resolve the issue, fse replaced the power supply. During failure analysis, it was found that the power supply was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.